Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that sensor does not have an electrode after insertion. The customer's blood glucose was 19.5 mmol/l at the time of incident. It was reported that high blood glucose and also the customer was sick and mother treat her manually. The sensor will not be returned for analysis.